Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, the 5f mynxgrip vascular closure device (vcd) failed, it did not deploy appropriately. The mynxgrip remained in the unknown sheath resulting in hemorrhage, hematoma and requiring a manual pressure hold and an overnight admission to the hospital for observation. The type of procedure the mynx vcd used was for an interventional coronary procedure. The procedure used an, ante-grade approach. The deployer¿s was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The hemostasis was achieved by manual compression and it was less than 30 mins. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The product was not returned for analysis. A product history record (phr) review of lot f1926801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ failure to deploy¿, ¿hemorrhage¿ and ¿haematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Access site hematomas and hemorrhage after a catheterization procedure are known complications and are listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot# f1926801 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed, it did not deploy appropriately. The mynxgrip remained in the unknown sheath resulting in hemorrhage, hematoma and requiring a manual pressure hold and an overnight admission to the hospital for observation. The type of procedure the mynx vcd used was for a interventional coronary procedure. The procedure used an, ante-grade approach. The deployer¿s was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The hemostasis was achieved by manual compression and it was less than 30 mins. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The device will not be returned for evaluation.